Event description:
It was reported that the egms revealed noise. The noise could not be reproduced by tugging on the leads.

Manufacturer narrative:
Analysis found abrasions on the proximal insulation in several areas. The etfe insulation of the proximal cable was also damaged. The damage is cosistent with that occurring, due to friction with the ICD can. Electrical characteristics were normal.